Manufacturer narrative:
External insulation abrasion was noted at 13.0-13.4cm from the connector pin, consistent with friction to the device can. The silicon insulation was intact at this location. The optim sheath was found wrinkled at 14.5cm from the connector pin. A fracture of the inner coil was noted at this location. This is consistent with the observation from the field of noise and inappropriate hv therapy.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented to the hospital after receiving a shock therapy. When the device was interrogated, the data showed that the lead noise was detected as vf and a shock therapy was activated. There were also several episodes that diagnosed as rv lead noise and a shock therapy was not activated by secure sense. The next day lead noises were still observed, both device and lead were replaced. There were no adverse consequences to the patient.